Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution set with duo-vent spike exhibited bubbles during flushing of the tubbing with saline solution. The reporter stated that "the saline swirled in the chamber and sent a constant stream of bubbles through the tubing". There was no patient involvement. No additional information is available.